Event description:
While the unit was in use on a patient during transport within the facility, the alarm sounded and a system failure message was displayed. The system shut down. The patient was switched to another unit when they reached the cardiovascular ICU and therapy was continued. No patient injury was reported.